Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level. Bg value read ¿high¿ on the continuous glucose monitor. Multiple attempts have been made by tandem technical support to follow up with customer, however, no response was received. No additional information was provided.